Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Test cassette was received back empty. There were no strips to investigate.

Event description:
Reporter stated that patient obtained blood glucose results of 21 mg/dl and 60 mg/dl, 1 minute apart, when testing on the mobile system. Two days later, patient reportedly obtained blood glucose results of 72 mg/dl, 20 mg/dl, and 17 mg/dl, within 6 minutes, on the mobile system. On both occasions, patient self-treated by eating sugar and food. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.